Event description:
It was reported to philips that the battery pca has bent pins. There was no patient involvement.

Manufacturer narrative:
The field serve engineer (fse) evaluated the device and found the battery pva bent pins. The battery pca needs to be replaced. Upon conclusion of the evaluation, it was determined that the battery pca requires replacement. It was replaced. The device passed testing and was put back into service.